Manufacturer narrative:
Reliability analysis evaluated 6 opened/used reservoirs. Performed pre-fill reservoirs test and 2 of 6 reservoirs failed per inspection due to transfer guard needle occluded. Remaining 4 of 6 reservoirs/transfer guards passed per inspection, no occlusion was found during filling. Also reservoirs had dislodged plunger/stopper-plungers (opened/used). (B)(4).

Event description:
The customer reported via phone call that insulin would not go through, went filling the reservoir. Blood glucose was 199 mg/dl. Reservoirs were replaced and returned for analysis.